Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump display went blank and the blood glucose went high. The customer reported that he had changed the infusion set and that the cannula was not bent. The blood glucose reading was 258 mg/dl. The customer treated with manual injection and a bolus from the insulin pump. The drive support cap appeared normal and recessed. The customer declined to check for air bubbles, leaks, insulin or site issues, and declined to verify the settings. Two no delivery alarms were noted in the insulin pump history. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test and a21 error test. No excessive no delivery alarm noted during testing. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. The insulin pump was monitored and tested with no display anomaly noted. The insulin pump was programmed with test glucose meter, the insulin pump communicated properly and recorded the 95 mg/dl value properly from glucose meter; no meter error 43 or 46 noted during our testing. The insulin pump was received with cracked reservoir tube lip and minor scratches on the display window noted.